Manufacturer narrative:
Evaluation method: device history was not reviewed as no serial number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without further information or returned product, a definitive conclusion cannot be drawn.

Event description:
Medtronic received information through legal that this annuloplasty band and u-clip failed. It was reported that the band was implanted (B)(6) 2009 by use of a davinci robotic mitral procedure, with fixation with u-clips. The patient suffered complication and underwent open heart surgery (B)(6) 2009 for the band and u-clip revision procedure. The patient was reported to have suffered multiple organ failure and "other problems". Additional information will not be made available at this time, and legal will provide updates as made available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.